Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: returned to manufacturer on. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Please note that the investigation was performed only on the components ( ail sensor assembly), as these were the only samples provided by the customer. Investigation summary: the reported complaint of multiple broken air in line assemblies was confirmed during laboratory inspection. The motor stall - ail assy broken op1 issue was escalated via dir# (B)(4) all six (6) returned ail sensor assemblies were noted to have a broken optocoupler. Devices could not be inspected since they were not returned for investigation. No testing could be performed as no suspect pump modules were returned for investigation. There were no device logs provided for analysis. The ail assembly alone does not contain logs. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states ¿do not use a device that appears to be damaged. Send the device to biomedical engineering for repair.¿ if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. There was no patient involvement. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported issue of broken ail sensor assemblies is due to damaged op1 sensors. Inadequate manufacturing procedure practices lead to the ail op1 infrared/encoder led hitting the lvp camshaft encoder flags or the motor assembly. As a result, the ail op1 infrared/encoder led is impacted and causes damage to the solder joint integrity, microcracks or bending. Pump modules with these minor defects can eventually present system error 242.4030 when the solder joint is separated and the op1 infrared/encoder led will break or separate from the ail board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that multiple broken air-in-line assembly boards including plastic prongs on back of board and broken clips resulting in the replacement of air-in-line assemblies. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that multiple broken air-in-line assembly boards including plastic prongs on back of board and broken clips resulting in the replacement of air-in-line assemblies. There was no patient involvement.